Event description:
The customer reported that the collimator was misaligned.

Manufacturer narrative:
The ge service rep completed a collimator normal and mag mode adjustment. The ge rep tested the system and found to be performing as intended.